Manufacturer narrative:
Medwatch mw5147429 was submitted. It was reported via medwatch that the patient sustained superficial, first degree skin burn from transducer. Event occurred on (B)(6) 2023. Device was a px212 with lot number 65126177. A device history record was initiated and results will be submitted once completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a patient may have been burnt during a 3hr MDR scan while connected to a dpt. Device was affixed to the patient via the velcro strap.

Manufacturer narrative:
Multiple attempts were made to gather additional information and to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.